Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report a continuous glucose monitoring (cgm) inaccuracies on the g5 mobile application, compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Additionally, the patient's father stated the inaccuracy was 30-40 points off. The sensor was inserted in the buttocks on (B)(6) 2016. There was no report of any injury or medical intervention. No additional even or patient information is available. Data download log was provided by the patient and reviewed for evaluation on (B)(6) 2016. Complaint for inaccurate readings was confirmed. The root cause could not be determined, post investigation.